Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's battery pins as a precaution as they were dirty/tarnished. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker downloaded the device's electronic records for review and was able to verify the reported issue. Stryker determined that the likely cause of the reported issue was due to the device's battery pins.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.